Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 14-feb-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 13-feb-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. Patient reported they were not getting adequate pain relief. Lead migration and high impedance were noted. A physical altercation may have led or contributed to the issue. Fluoroscopy image was taken today and impedance check performed. Electrode 1 has high impedance. Lead 8-15 has migrated. The patient was reprogrammed.